Event description:
The complaint/event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port. It was reported that the safeset broke and the tubing cracked when the nurse was about to grab/access the tubing/line that was actively attached to the patient arterial line during use. This lead to a delay in critical therapy. The nurse was about to draw blood from the patient which was delayed due to the incident because the whole set up needed to be changed. The registered nurse quickly clamped both ends of the line proximal to the patient and called for assistance. A new line and safeset was primed and connected to the patient. The customer did not require immediate replacement to be able to continue operations. There were no defects noted on the tubing set noted prior to use. There was no serious deterioration in the state of health, harm or death of the patient, user, or any other person. The customer stated that if the nurse was not in the room, this could have been a critical event.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Manufacturer narrative:
The reported complaint of breakage of the safeset port was confirmed. No product or videos were returned for evaluation. However an image was provided by the customer showing a leak at the safeset port. A probable cause could not be determined from the image provided by the customer. The lot history was reviewed and there were no nonconformities that would have contributed to the reported complaint.